Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) pushing the plunger on the pen,taking a bit longer than usual [device malfunction] potential overdose [overdose]. Case description: study ID: (B)(6). Study description: trial title: a patient support programme intended to provide nurse support to patients starting and continuing norditropin in the form of a home care service and a delivery service in (B)(6). The patient's height, weight and body mass index were not reported. This serious solicited report from the united kingdom was reported by a consumer as "potential overdose" with an unspecified onset date , "pushing the plunger on the pen,taking a bit longer than usual" with an unspecified onset date , "headaches" with an unspecified onset date , "diarrhoea" with an unspecified onset date , "insomnia" with an unspecified onset date , "feeling hot" with an unspecified onset date , "felt light headed" with an unspecified onset date , "panicking" with an unspecified onset date, "nausea with an unspecified onset date, "looking pale in the face" with an unspecified onset date , "very hot flushes" with an unspecified onset date and concerned a female patient (age not reported) who was treated with nordipen 5 graphic (device) from unknown start date due to "device therapy", norditropin simplexx somatropin) from mar-2019 to unknown due to "drug use for unknown indication" (dose and frequency regimen #1 is 0.3 mg, qd (bedtime) and regimen #2 is 0.25 mg, qd (at night). Medical history was not provided. On an unknown date doctor prescribed 0.3mg but patient experienced very hot flushes with burning sensation. Patient described the feeling as a burning sensation even between her legs and genital area, this had been going for the past 3 to 5 days accompanied with diarrhoea, headaches and insomnia. It was reported that patient felt hot but when measured temperature readings were within normal ranges of 26.5 and 37.2 (units not reported). Also, headaches were persisted even after pausing norditropin for some days. On an unknown date upon pushing the plunger on the pen she felt that it was taking a bit longer than usual but continued. Once finished patient realized that cartridge was empty and panicked as patient should have had approximately 2-4 days remaining. The patient doesn't know if it was dialed twice or if the dialer was not set at zero before dialing her dose. Immediately after given patient panicked and felt light headed. It was also reported that patient looked pale in the face and complained of nausea and headache. Patient was advised to take some days off from growth hormone due to potential overdose until symptoms alleviate. The batch number of the suspect nordipen 5 graphic was available. The batch number of the suspect norditropin simplexx was requested. Action taken to nordipen 5 graphic was not reported. Action taken to norditropin simplexx was reported as drug discontinued temporarily. The outcome for the event "potential overdose" was not reported. The outcome for the event "pushing the plunger on the pen,taking a bit longer than usual" was not reported. The outcome for the event "headaches" was not yet recovered. The outcome for the event "diarrhoea" was not reported. The outcome for the event "insomnia" was not reported. The outcome for the event "feeling hot" was not reported.. The outcome for the event "felt light headed" was not reported. The outcome for the event "panicking" was not reported. The outcome for the event "nausea" was not reported. The outcome for the event "looking pale in the face" was not reported. The outcome for the event "very hot flushes" was not reported. Reporter's causality ( nordipen 5 graphic): potential overdose : unknown, pushing the plunger on the pen,taking a bit longer than usual : unknown, headaches : unknown, diarrhoea : unknown, insomnia : unknown, feeling hot : unknown, felt light headed: unknown, panicking : unknown, nausea:unknown, looking pale in the face: unknown, very hot flushes: unknown. Company's causality ( nordipen 5 graphic): potential overdose : possible, pushing the plunger on the pen,taking a bit longer than usual : possible, headaches : unlikely, diarrhoea : unlikely, insomnia : unlikely, feeling hot : unlikely, felt light headed : unlikely, panicking : unlikely, nausea: unlikely, looking pale in the face: unlikely, very hot flushes: unlikely. Reporter's causality ( norditropin simplexx): potential overdose : probable, pushing the plunger on the pen,taking a bit longer than usual : unknown, headaches : unknown, diarrhoea : unknown, insomnia : unknown, feeling hot : unknown, felt light headed : probable, panicking : unknown, nausea: probable, looking pale in the face: probable, very hot flushes: unknown. Company's causality ( norditropin simplexx): potential overdose : possible, pushing the plunger on the pen,taking a bit longer than usual : possible, headaches : possible, diarrhoea : unlikely, insomnia : unlikely, feeling hot : unlikely, felt light headed : unlikely, panicking : unlikely, nausea: unlikely, looking pale in the face: unlikely, very hot flushes: unlikely. No further information is available. Investigation results: name: nordipen 5 graphic batch number: e5uer18. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. Nothing abnormal was found. Name: norditropin® simplexx® 5 mg/1.5 ml, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. This argus case is linked to (B)(4) (same patient). Manufacturer comment: 01-oct-2019: as the device (nordipen) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Headache is listed; diarrhoea, insomnia, feeling hot, light headedness, panic reaction, nausea, pallor and hot flashes are assessed as unlisted according to the novo nordisk current ccds in norditropin simplexx. Relevant information on therapy details, final diagnosis, treatment given, and outcome of the events, product investigations are unavailable for complete causality assessment. Of note, patient continued to have headaches even after stopping norditropin simplexx. This single case report is not considered to change the current knowledge of the safety profile of norditropin simplexx. Evaluation summary: name: nordipen 5 graphic batch number: e5uer18. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. Nothing abnormal was found.